Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with vancomycin (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies were discontinued, and the patient switched to hemodialysis. At the time of this report, patient outcome was unknown, though antibiotic treatment was stopped and the patient was discharged from the hospital (stay of eight days). No additional information is available.